Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call experiencing high blood glucose levels of 400 mg/dl. The customer's mother reported receiving a no delivery alarm and being assisted with trouble shoot. The insulin did exit during prime. The customer's mother was advised to change complete set. No further details are given on high blood glucose levels. The insulin pump will not be returned for analysis.